Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys monitor went blank during a case. The sys had to be rebooted and the procedure was completed. No pt injury was reported.